Event description:
It was reported that "as surgeon went to implant the 7x23mm bioabsorbable interference screw the implant's tip broke off. Upon evaluation, the implant appeared "brittle". The implant was disposed of and the temperature monitor on the implant box was not evaluated. Surgeon proceeded to implant another stryker bio/absorbable interence screw without complication. Procedure was an acl repair with hamstring autograft."

Manufacturer narrative:
Product was not received for evaluation. A detailed investigation cannot be performed without the product. Several situations may cause screws to crack or break during surgery. Specific surgeon technique regarding tunnel preparation and screw insertion has a large influence on this issue. If the doctor does not leave enough room between the graft and the tunnel wall (2mm), the screw may fail during attempted insertion. If the doctor does not evaluate the patient bone quality properly and undersizes the hole to compensate, this issue could occur. The screw is a composite material which can break against very hard bone. If no tunnel preparation (notching or tapping) is done, screw insertion would be more difficult and increase the likelihood of cracking or stripping. If the screw is not properly seated on the correct stryker driver during insertion, the screw may undergo additional forces and cause it to fail. If any side loading is applied and force is not linear during insertion, then cracking in the screw may occur. Mike purcell was contacted with the details of investigation. Probable root cause: the assumed root cause lies with surgeon technique over one of multiple areas such as graft size, tunnel size, insertion, or improper driver use.